Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, it was determined that the cable was faulty. Therefore, it was determined that the video function did not work normally due to the failure of the cable, and the indication phenomenon [no images] occurred. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. The instruction manual identifies the following related verbiage which could have prevented the phenomenon: ¿[precautions against frozen or lost endoscopic images]: never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. Doing so could damage the camera cable.¿ olympus will continue to monitor field performance for this device.

Event description:
A customer reported ¿black screen, no image¿ on the hd camera head while preparing for an unspecified therapeutic procedure. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to an olympus repair facility and an evaluation was performed. Upon inspection and testing, the reported malfunction was confirmed, caused by a defective video cable, which was most likely caused by and wear and tear over time. In addition, the cover unit was replaced to return the device to olympus specification. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information becomes available.